Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic conducted a post market clinical follow-up (pmcf) survey to seek out potential new risks and assess the performance of medtronic¿s babywire and aqwire guidewires. Survey results received for an interventional cardiologist with 15 years¿ experience who was been using the aqwire guidewire since (B)(6) 2019. The respondent did not use the babywire guidewire. The respondent used aqwire in 100 cases in the last 5 years with all of these being carried out in the last 12 months. During use of the aqwire guidewire, in the last 5 years the physician reports encountering a vessel or organ perforation (1) event. The vessel or organ perforation event is reported to have occurred in the past 12 months and was described as an acute event requiring a repair procedure. The respondent deemed the perforation event to be device related and deemed it to be very concerning.